Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, keypad/button unresponsive/button error. The customer reported hyperglycemia which did not require treatment. The event involved product(s) unomedical, mmt-332a, mmt-1780kl. The customer reported high bgs. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported insulin flow blocked alarm. Troubleshooting was not performed. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at 0.0871 inches. Pump¿s history and trace files downloaded successfully using thus software. No unexpected insulin flow blocked alarms noted during testing or noted in the pump history. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.8mv at zero offset). Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked battery tube threads. Alleged insulin flow block alarms not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.